Event description:
It was reported while attempting to load the empty stretcher, the crew did not ensure the stretcher was fully on the ambulance deck before raising the legs and the stretcher lowered from the ambulance. There were no injuries associated with the incident; however, the stretcher did sustain damage as a result. There were no allegations of product malfunction contributing to the incident. The necessary replacement parts were provided to the customer as they are an authorized field technician and the customer has confirmed the stretcher as been repaired and is back in service.